Event description:
It was reported that the customer was hospitalized due to high blood glucose values of 1100 mg/dl. It was reported that several no delivery alarms occurred prior to hospitalization. No other information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.